Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site of a clearlink continu-flo solution set leaked. The reporter stated that a non-baxter product was connected to the center y-site of the baxter set. Upon disconnection, the nurse noticed a droplet on the end of the y-site. There was no patient involvement. No additional information is available.